Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The customer did not return an air dermatome device for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this air dermatome one time. The last repair was may 28, 2008 where the device was returned for repair and the bearings, throttle lever, poppet assembly, seal and retaining ring, motor and o-ring were replaced. This is not a related issue. Initial qa inspection of the air dermatome was unable to be performed as the device was not returned for evaluation. Repair of the air dermatome was not performed by zimmer biomet surgical as the customer has decided to purchase a new dermatome to replace the one. The reported event was non-verifiable since the device was not returned for evaluation or repair. The root cause of the reported event could not be specifically determined with the information that was provided. The device was not returned for evaluation or repair. The customer has decided to purchase a new dermatome to replace the one. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Not returned to manufacturer.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device had cut too deep into patient. There was patient harm involved in the event. No additional patient consequences were reported.